Event description:
It was reported that during a pancreaticoduodenectomy procedure, the staples were unformed at the first firing. Additional suturing was performed and another device was used to complete the procedure. There were no adverse consequences to the patient. The doctor commented that the tissue was thick. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. H3: evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.